Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia spiked up to fifty degrees celsius, when the maximum is forty-two degrees celsius on the cooler heater unit. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per the clinical review on 02/10/2014: the perfusionist (ccp) was called to the operating room by the perfusion team, when this occurred. During set up, the ccp was testing the heat exchanger of the cardioplegia circuit by pumping water from the cooler heater unit to the heat exchanger of the cardioplegia device. This test is done with a pre-primed device, so no prime fluid or blood in the device at this time. The ccp noticed the water temperature of the cardioplegia side of the unit was heating up to fifty degrees celsius side of the unit was heating up to fifty degrees celsius (forty-two degrees celsius is specified max). The tcm ii was changed out during set-up, before any exposure to the patient and/or blood. This did not delay the initiation of cpb or the surgical procedure. There was no associated loss of blood and the procedure was completed successfully, without observed or reported harm.